Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a nose cone cracked. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally it was found that the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed an no anomalies were found during the manufacturing process.

Event description:
It was reported that the handpiece has an unk problem. The customer did not have any details. There was no pt consequence reported.